Manufacturer narrative:
Additional information: section a-5 patient ethnicity: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - impact code: 4625 - sutures and vitrectomy all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after fully inserting the zcu600 model intraocular lens (iol) into the patient¿s ocular dexter (right eye) an unplanned vitrectomy was required with sutures placed afterwards. There was no product quality issue with the iol however, patient with posterior capsular tear contributed to the vitrectomy. There was no incision enlargement and the same procedure was completed successfully using a non-johnson & johnson surgical vision lens, diopter size unknown. Patient status post-procedure is unknown. No further information is available.